Event description:
The customer called and reported that she was hospitalized with low blood glucose of 55 mg/dl, after overdelivering insulin with the insulin pump to treat high blood glucose. The customer was reportedly treated and released. At the time of this report, customer's blood glucose was 164 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.